Event description:
It was reported that the insulin gauge was inaccurate. Customer resolved the issue and resumed insulin delivery. The customer¿s blood glucose was 265 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.